Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-mar-2022 to 25-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly stopped responding. The field service engineer executed a reimage and successfully completed the data synchronization, correcting the permissions. However, the mini drawer continued to display a failure and was identified as having ghost issues. The technical support center recommended the replacement of the mini drawer controller, but this did not rectify the problem. Collaboration with the tsc agent led to the deletion of all trays and the drawer from the station. The technical support specialist then applied (B)(4) to remove the outdated mini drawer entries. Subsequently, only the appropriate mini drawer storage spaces were visible, after which the field service engineer configured the drawer, and the customer reloaded the medications. The system functioned as intended after being assessed by the technical support specialist and the field service engineer.

Event description:
The customer reported that a bd pyxis anesthesia es system froze and displayed an error "close all drawers" during a coronary bypass surgery. The customer added that when nurse logged out of the station, the screen became frozen and could not continue without restarting the entire machine. The customer confirmed that all the medications were accessible by staying logged in throughout the procedure and had to keep all the drawers unlocked to access the medications. There were no adverse events or injuries reported based on this event.

Event description:
The customer reported that a pyxis anesthesia es system froze and displayed an error "close all drawers" during a coronary bypass surgery. The customer added that when nurse logged out of the station, the screen became frozen and could not continue without restarting the entire machine. The customer confirmed that all the medications were accessible by staying logged in throughout the procedure and had to keep all the drawers unlocked to access the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was having issues and showing ghost failures. A field service engineer worked with the technical support specialist to delete all trays and the drawer from station, configured the drawer and reloaded the medications to resolve. The system functioned as intended.